Event description:
A tandem mobi cartridge alarm was reported on three different dates. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer independently resolved the issue by replacing the cartridge each time it occurred and was able to successfully resume insulin therapy, leading to the resolution of the problem.